Manufacturer narrative:
(D10) concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 6078860, 320-38-00 - equinoxe reverse 38mm humeral liner +0: 5641990, 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6093083, 320-01-38 - equinoxe reverse 38mm glenosphere: 6087575, 320-15-01 - eq rev glenoid plate: 6101028.

Event description:
Approximately 4 year(s), 7 month(s) and 22 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced a humeral fracture - fall causing a peri-prosthetic fracture. The action take for the patient is to watch and wait, non-operative and discussion at mdt. The outcome of this event is considered resolved as stated - fracture healed and to continue to review in shoulder review clinic. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.